Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The analyst noted that the lead was returned with the helix bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that deployment difficulty was encountered during an implant procedure because the helix was not coming out. This lead was not implanted. No patient complications have been reported as a result of this event.